Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -04.00/+1.0/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to patient experienced blurred vision. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.